Event description:
It was reported that the device was explanted due to a patient alert triggered by svc impedance out of range. Per the doctor the svc was inserted at time of implant yet no svc impedance reading was seen until july. Intermittent out of range and infinite impedance readings have been observed. Dft testing at time of implant was acceptable. No patient complications were reported as a result of this event.